Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was unknown if the reprocessing steps at the material residue points were deviated from the instruction manual. Furthermore, no physical damage was confirmed at the places where the foreign material remained. Therefore, we could not conclusively specify the cause of the foreign material remained in the device from the obtained information. However, the likely cause of the reported event is due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: suction cylinder has no color and the distal end is shaved. Due to the annual inspection, some parts needed to be replaced. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope's working channel is blocked at the distal end. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a whitish residual foreign material was found inside the air/ water (a/w) tube and a/w cylinder and the distal end has residual liquid. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.